Event description:
The patient was admitted for a procedure in 2008 to treat the internal carotid artery. The lesion was de novo and calcified with 73% stenosis. The patient had a precise rx nitinol stent implanted in the internal carotid artery. The stent was fully expanded with 0% stenosis. Twenty-four hours post index procedure the stent collapsed into the internal carotid artery and generated thrombus with total occlusion of the stent. As a result of the thrombus the patient experienced a cerebral vascular stroke with hemiparalysis on the left side. The patient's pre procedure medications include atropina and fargan. The patient's intra procedure medications include heparina. The patient's post procedure medications include atropina.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.